Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that insulin pump had motor error. The blood glucose at the time of the incident was 373 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.